Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump was intermittently charging. There was no impact to the customer's blood glucose level. A replacement usb cable and wall adapter. Multiple follow up attempts were made to determine if the charging issue was resolved. However, no additional information was provided.